Event description:
In 2002, during a mitral valve and coronary bypass graft surgery the or experienced problems with the multiple perfusion set came apart at the connection site of the four tubings and pt lost 200-300 cc blood on the floor. Perfusion set is part of a cardiac pack set prepared by allegiance tubing set is from chase medical. Staff recalls that this has happened 3-4 times before but cannot remember the pt names. All products have been pulled from the cardiac packs.